Event description:
It was reported that the patient presented via remote transmission. Upon review, it was discovered that the right atrial (ra) lead exhibited noise that was oversensed by the device and led to pacing inhibition. No intervention was performed at this time. No patient symptoms were reported and patient would continue to be monitored.